Manufacturer narrative:
(B)(4) date sent: 12/29/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 288d29. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the halves mixed, the anvil totally detached and the anvil post broken as if the anvil was pulled out of the device. No reload was received. No functional test was performed due to condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 288d29, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details for "anvil got detached while firing" did the device lock-out (no staples deployed and no cut line started)? : device lock-out during firing didn¿t allow surgeon to fire cartridge. Then surgeon found anvil plate detached from the gun or, did the device start to deploy staples and cut but could not be completed? No staple deployed were any staples delivered into the tissue at all? Device lock-out didn¿t allowed staple to deploy at all on tissues what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? No staple deployed due to lock-out of device were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? No staple deployed as device didn¿t allow firing to happen did the device cut the tissue? No if the device cut, was the cut line complete? Na is the current patient status known? Patient is doing well as surgery was completed by other company product was there any patient consequence or change in the post-operative care of the patient as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the anvil got detached while firing. No patient consequences were reported.